Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation or discomfort occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.

Event description:
The consumer reported possible reagent exposure to their baby's mouth with a binaxnow covid-19 antigen self-test on (B)(6) 2024. Per the consumer, the 18-month-old baby put the swab in her mouth. The consumer also mentioned that the used swab touched the baby's mouth for only one to two seconds, without full contact. It is unknown if there was reagent on the swab. In addition, the consumer used an expired kit. The consumer confirmed there were no symptoms, injury, or negative patient impact as a result of the exposure to the baby.

Manufacturer narrative:
Corrected data - a2 - age units (patient) / b5 - describe event or problem / h6 - adverse event problem (component code). A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation or discomfort occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.

Event description:
The consumer reported possible reagent exposure to their baby's mouth with a binaxnow covid-19 antigen self-test on (B)(6) 2024. Per the consumer, the baby put the swab in her mouth. The consumer also mentioned that the used swab touched the baby's mouth for only one to two seconds, without full contact. It is unknown if there was reagent on the swab. In addition, the consumer used an expired kit. The consumer confirmed there were no symptoms, injury, or negative patient impact as a result of the exposure to the baby.